Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the loose video connector was attributed to a worn video connector socket. However, the specific cause of the worn video connector socket was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported event (light cable was loose) occurred during the start of the procedure. The procedure was completed using a similar device with no substantial delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light cables no longer click into the visera 4k uhd xenon light source even with the correct adapter piece. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there is a play that prevents the light cable from holding correctly in the connector. The evaluation also found that the lamp was worn out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.